Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a continuous alarm. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields:e3. Additional information: e1(event site postal code:20122). It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had continuous alarm. No patient involvement, no injury harm. A getinge field service engineer (fse) carried out inspection for fault finding, viewing and downloading of logs and verified the reported failure. The counter pulsator may need maintenance. Fse replaced executive board , software download, calibrations, tests functional and diagnostic. Repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.